Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. His is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: the black box shows evidence of unexplained "por" events following a eaw 144 replace cartridge alarm on 6/12/2016. A cartridge change did occur during these por events. Pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery cap does not measure within contact height specifications. A battery compartment crack was observed below grip pad. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump.